Event description:
A center director reported a pt with suction loss during femtosecond laser treatment. Reporter medicated the interface was switched out and the lasik procedure was completed with no impact to pt.

Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).